Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that there appeared to be a small pin hole at the end a tempo catheters berenstien ii catheter that is causing contrast to come out of side of catheter. All of the products were removed containing those lot. There were no patient injuries. Additional information was received and the pin hole was discovered upon injection of contrast media into artery. The device was prepped according to the instruction for use (IFU) with no difficulties or damages noted to the packaging/box. The procedure was completed successfully.

Manufacturer narrative:
It was reported that there appeared to be a small pin hole at the end of a tempo catheter berenstien ii catheter that is causing contrast to come out of side of catheter. All of the products were removed containing those lots. There were no patient injuries. Additional information was received and the pin hole was discovered upon injection of contrast media into artery. The device was prepped according to the instruction for use (IFU) with no difficulties or damages noted to the packaging/box. The procedure was completed successfully. Two coiled non-sterile units, as well as 21 sterile units, of diagnostic cath tempo 4f ber ii 100cm catheters were received for analysis in two separated plastic bags. Both non-sterile units of tempo products were returned without a lot to identify which product corresponds to which lot number/complaint file; therefore, the product analysis for both non sterile mentioned lots is provided. The sterile units were received in their original sealed pouch bags labeled/ identified as catalog 451415h0; lot 17326909. Per visual analysis, the sterile units did not present any anomaly. However, the two received non-sterile units were observed to have a pinhole/puncture at distal area of catheters. Review of lot 17326909 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A meeting was held with pet in order to review the complaint units. By pet review one of the received units was cross-sectioned and inspected under vision system. It was concluded that according to the performed analysis by the diagnostic catheter the pin-hole defect could not be caused by the manufacturing process since it could be observed that something from inside to out cause the pin-hole. Since there is no process, tooling or equipment that can cause something similar we can conclude that this failure could not be caused by manufacturing process. The reported ¿catheter body/shaft- puncture/cut¿ was confirmed due to the pinhole condition of units as received. However, the exact cause of the pinhole/ punctured damaged condition found on the tempo units could not be conclusively determined during the analysis. A manufacturing related cause was ruled out as are no tools, equipment or product handling that could cause pin holes, or other type of damages as noted used during the process. Given the limited information available for review, clinical factors contributing to the difficulty experienced by the customer could not be determined at this time. Neither the DHR nor the analysis suggests a design or manufacturing related cause for this event. Additionally, there are several inspections performed through all the diagnostic catheters assembly process operations. No action will be taken at this time since there are no indications that the reported failure is related to the manufacturing process.

Manufacturer narrative:
Device received. A device history record review was performed and showed that the lot met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.